Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor had a "speaker malfunction" message, and the speaker would not produce sound. This was noted during installation. There was no patient involvement.